Manufacturer narrative:
The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, three maxi ld balloon catheters burst at one atmosphere (1 atm) during the initial inflation. There was no patient injury. A competitor's balloon was used to complete the procedure. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used with a one to four ratio. The inflation device was successfully used with other devices. There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The product removed intact (in one piece) from the patient. No other information was provided.

Manufacturer narrative:
During use, three maxi ld balloon catheters burst at one atmosphere (1atm) during the initial inflation. There was no patient injury. A competitor's balloon was used to complete the procedure. There were no difficulties inflating the balloons during prep. There were no difficulties removing the products from the hoop, the protective balloon covers, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. A competitor's contrast media and inflation device was used with a one to four ratio. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve or the guide catheter. The products were removed intact (in one piece) from the patient. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 82161181 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification is known to cause damage to balloon catheters. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.